Manufacturer narrative:
Initial surgery date was (B)(6) 2016. No breakage detected on (B)(6) 2016, at the 3 month follow-up. Broken rods were detected end of (B)(6) 2017 and are causing pain. Revision is necessary. Not returned to manufacturer.

Event description:
No breakage detected on (B)(6) 2016, at the 3 month follow-up. Broken rods were detected end of (B)(6) 2017 and are causing pain. Revision is necessary.